Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by cubie pockets with duplicate addresses. A field service engineer assisted the customer via phone and remote smart services to recover the storage space. Then removed and reseated the cubie pockets and identified three cubie pockets with duplicate addresses. These pockets were replaced with spare cubie pockets, eliminating the duplicate addresses. The failed pockets were replaced, and the storage space was successfully recovered. The customer confirmed normal operation after testing. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.